Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found and no issue was identified that required full analysis.

Event description:
It was reported that the patient had a pocket infection and a debridement was planned. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was explanted.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. (B)(4).